Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a ruby coil and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil out of its introducer sheath and into the lantern, the ruby coil became stuck at the rotating hemostasis valve (rhv) of the lantern and would not advance further. Therefore, the ruby coil and lantern were removed. The procedure was completed using a new ruby coil and a new lantern. It should be noted that there was no alleged device deficiency or damage to the first lantern. There was no report of an adverse effect to the patient.